Event description:
The user facility reported that steam escaped from the sterilizer door. The smoke detector went off which dispatched the fire department. The employees evacuated the room due to the noise that the leaking steam made. The employees allowed the cycle to complete. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly; no issues were noted and the reported event was unable to be duplicated. The user facility stated that the employee operating the sterilizer at the time is a new employee and did not tighten the sterilizer door properly allowing steam to escape. While onsite the technician advised facility personnel the proper procedure for closing the sterilizer door.